Event description:
The customer reported that the IV pole falls easily. There was not a patient or operator involved at the time the IV pole fell, therefore, patient information is not reasonably known.

Manufacturer narrative:
Investigation: a field service engineer confirmed the IV pole safety collar was installed prior to the reported incident. The field service engineer found that the spring that holds the IV pole from falling was not tightening and therefore replaced the IV pole assembly. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no issues related to the reported condition identified. Root cause: the root cause was determined to be related to a damaged spring. Correction: the IV pole assembly was replaced by a field service engineer.